Event description:
The following additional information was obtained. Per report, the patient's corneal edema was characterized as "mild" associated with "1+ endothelial folds".

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Corneal edema and corneal complication are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (corneal edema and corneal complication) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postoperatively with descemet folds, characterized as "mild and non-serious" which was treated with topical medication. Additionally, the patient was noted with corneal edema, described as "moderate". Reportedly, the patient is recovering. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, a follow-up postoperative slit lamp examination indicated that there was no corneal edema, and the endothelium folds were described as "normal" with the event noted as "resolved".